Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 240 mg/dl. The customer stated that the device alarm during norman use. The customer was advised that a battery out limit alarm during normal use may indicate loose battery cap. The customer was advised that we will sent a replacement battery cap. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer stated that the battery cap are damaged. The customer was advised that we will ship a replacement battery cap. The customer was advised to revert to a backup plan until the replacement battery cap arrives.